Manufacturer narrative:
The certain® gold-tite® hexed screw (iuniht) was returned for investigation. Visual inspection of the returned product identified fracture at the screw head. A device history review was not performed for this device as no lot number was provide. Complaint history review by item number was conducted for the (ilrght) dating back to 12 months. The complaint history review revealed that no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device was found. Appropriate documentation was reviewed and the following information was identified: documents reviewed: ¿surgical manual: tapered & parallel walled implants¿ instsm rev 02/16; torque matrix - internal connection. Complaint reported that there was a broken implant screw. Patient will have to return for screw replacement. The reported event is confirmed as a fracture was identified on the returned product during visual inspection. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the iunihg abutment screw fractured. The patient will return to place a new screw.